Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure to reposition this patient's dislodged atrial lead, this right ventricular(rv) lead displayed elevated threshold measurements. It was noted that there was not a lot of slack in this lead. Therefore, this rv lead was repositioned during that revision procedure. No additional adverse patient effects were reported.